Manufacturer narrative:
Does the daily risk assessment of adverse outcomes after percutaneous coronary interventions facilitate the personalized medicine approach? Doi: https://doi.org/10.1016/j.ijcard.2019.05.011. Age or date of birth: average age. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal that resolute onyx stents were used in a selection of patients. The study population consisted of 2745 patients. In that group 27.2% of treated lesions were ulm, and 88.5% - coronary bifurcations. Adverse events reported included target lesion revascularisation and stent thrombosis.